Event description:
It was reported by service report that the cot dropped while unloading a patient. This was reported as causing injury to the patient and the caregiver. There was patient involvement and adverse consequences were reported.

Manufacturer narrative:
It was reported that when unloading the cot from the ambulance, the patient shifted weight resulting in a cot tip situation. The patient reported an abrasion to the elbow and the emt reported a hand injury as a result.